Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va31lhs, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed wound dehiscence at the implantation site. Around (B)(6) 2026, the patient began to experience serous discharge at the device site, without fever or foul odor. She consulted a doctor, who examined her and found dehiscence at the wound site. This resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The ins and lead were repositioned on (B)(6) 2026. Outcome was resolved without sequela on (B)(6) 2026. Etiology was possibly related to the implant procedure. Age at consent was 77 years old.